Event description:
It was reported that 2 bd smartsite bags experienced leakage. The following information was provided by the initial reporter: we started using the smartsite 250 ml empty bags couple weeks ago, however, we already have 2 incidence of leakage through the administration port site. One had ivig in it which we had to remake and costly. One had nicu IV fluids and we had to remake, caused patient care delay.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a complaint for leakage at the administration point was received from the customer. Samples were sent to gilero for investigation. The bag and IV set were taken out of the package and wiped off. The system was hung from an IV stand and observed in the steady state. Next, the bag was drained and observed for leaks around the spike adapter. With the bag having been emptied, tap water was flushed through the system to clean it out and the spike adapter was taken out, cleaned, and re-inserted with the same orientation and depth as it arrived. Water was also flushed through the bag when the spike adapter was taken out. The bag was then filled with 250 ml of water and with positive pressure on the system applied by the 60cc syringe filled with air, the bag was observed. The connection between the spike adapter and the bag did not leak, and neither did any portion of the bag surrounding the spike adapter port. A device history review could not be completed as the gilero lot was unknown. Due to the failure not being able to be recreated a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd smartsite bags experienced leakage. The following information was provided by the initial reporter: we started using the smartsite 250 ml empty bags couple weeks ago, however, we already have 2 incidence of leakage through the administration port site. One had ivig in it which we had to remake and costly. One had nicu IV fluids and we had to remake, caused patient care delay.